Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No programming changes were made. The patient was stable throughout.

Event description:
New information received noted the previously reported right atrial lead noise was further reviewed. Upon review, the amplitude of the noise varied which did not allow for programming changes in sensitivity. The noise resulted in inappropriate mode switch episodes. Further lead testing and isometrics were discussed. No intervention was reported. The patient was stable throughout.